Manufacturer narrative:
Concomitant medical products: etlw1610c124e, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system and aptus endoanchors were implanted in a patient for the endovascular treatment of a 4.44 cm abdominal aortic aneurysm. It was reported that the day after the procedure the patient had anemia with no bleeding. The patient also experienced hypotension and 3 units of blood were transfused. This resolved the event. Per the physician he event was procedure related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.